Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 425cc mentor memorygel breast implant had unknown black particles inside the implant intraoperatively. During a breast reconstruction surgery, the physician noticed that the implant had unknown black specks in implant right out of the box. There were no reports of any patient consequence or procedural delays.

Manufacturer narrative:
On january 18, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on february 1, 2021. Device evaluation summary: according to the information received, the surgeon identified black particles on the implant when opened the box. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. The device was received out of its packaging and during the visual analysis, no black particles were found in or on the shell of the sm mpp gel 425cc breast implant. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Manufacturer¿s reference number: (B)(4).